Event description:
It was reported that "dr. (B)(6) deployed a 18f manta per IFU specks post tvar. During the procedure there was a noted issue with the valve, a second one needed to be used. When an angiogram was taken, we noticed a large blush. A covered stent was needed to complete the procedure. The patient was reported as fine post the procedure."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer report of extended hemostasis was confirmed by visual inspection of the customer supplied videos. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The details of the complaint were reviewed. The patient underwent a transcatheter aortic valve replacement (tavr) via common femoral artery (cfa) access. Ultrasound-guided micro access was obtained on the first attempt. Mild calcification and tortuosity were noted. The measured manta depth was 3+1, and an amplatz wire was used for manta deployment. The anchor was reported to be positioned correctly within the vessel. There were no difficulties advancing or withdrawing sheaths. The patient received both heparin and protamine during the procedure. An issue was encountered with the initial edwards valve, necessitating use of a second valve. Following valve deployment, a large blush was observed at the access site. Medical intervention was required, and a gore covered stent was successfully deployed to manage the issue. Time to hemostasis was approximately 20 minutes. The patient's post-procedure outcome was stable with no reported harm or adverse health consequences. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "dr d. Deployed a 18f manta per IFU specks post tvar. During the procedure there was a noted issue with the valve, a second one needed to be used. When an angiogram was taken we noticed a large blush. A covered stent was needed to complete the procedure. The patient was reported as fine post the procedure."